Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. Customer stated that the true metrix air meter is draining the battery and she has to change the battery every 2 weeks. Customer stated the battery was changed at the end of april and was changed at least two other times since she got the meter in october 2021. The customer is using the correct battery in the correct orientation for the meter. During the call the true metrix air meter did not power on using the power button or when a test strip was inserted. The customer feels well and did not report any symptoms. Customer stated that on 05/03/2022 she had been feeling dizzy and was having blurry vision and her daughter had taken her to the ER. Customer stated that when she got to the hospital, her blood glucose test result was 322mg/dl non-fasting and was diagnosed with elevated blood glucose levels. Customer stated that she was given IV fluids to help to bring her levels down, and when it was checked about 2 hours later, her blood sugar had dropped to 207mg/dl. Customer stated that she was discharged on 05/07/2022 with additional medication (jardiance) to take along with her metformin. Customer was instructed to follow up with her pcp. Customer did not have the lot number from the vial of strips that she was using at the time. Customer current strip lot is mx4429s, manufacturer's expiration date is 07/31/2022 and open vial date is (B)(6) 2022.

Manufacturer narrative:
Sections with additional information as of: (B)(6) 2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned. Strips are not part of dead meter complaint therefore -retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Reported defect not reproduced on returned meter. Product evaluation has been completed. Added most likely underlying root cause. Most likely underlying root cause: (B)(4): dead battery